Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-07972 and 2134265-2017-08311. It was reported that automatic pullback failed. A motor drive unit 5 plus (mdu5+) was used in conjunction with an imaging catheter and a sled. At the beginning of the procedure, after switched on the ilab and entered the patient¿s and physician¿s name, the cardiologist failed to make the pullback on the mdu5+ and the 1st run was empty. They started the 2nd run directly on the ilab and when they performed measurements, a pink bar appeared on the right part of the screen preventing on reading the data. The procedure was completed with this device. No patient complications were reported and the patient status was good.